Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3, reference MFR. Report#: 3006705815-2019-01093, 3006705815-2019-01094. It was reported that the patient's ipg had flipped within the pocket, and the patient's leads was not connected, nor disconnecting as intended. As a result, the patient's scs system was explanted and replaced. Therapy was restored post-op.

Event description:
Device 1 of 3 MFR. Reference report#: 3006705815-2019-01093, 3006705815-2019-01094.